Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2108-50m serial #: (B)(4) description: scs lead kit, phase 2 sterile package model#: sc-2108-70m serial #: (B)(4) description: scs lead kit, phase 2 sterile package the explanted devices were not returned to bsn.

Event description:
A report was received that the patients battery area was tender. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1100 serial #: (B)(4). Description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patients battery area was tender. The patient will undergo an explant procedure.